Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing an ultrasound guided kidney biopsy through normal density tissue, for an unknown medical condition. During the procedure, it was reported that the outer cannula does not fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient was undergoing an ultrasound guided kidney biopsy through normal density tissue for an unknown medical condition. During the procedure, it was reported that the outer cannula does not fire. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy device for evaluation. Upon visual evaluation, the device appeared to be clean and was received without protective tubing and no yellow guard attached to the needle. Maxcore device was received in fully primed position. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime, fire and obtained samples without any issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.